Event description:
It was reported that the patient has been experiencing pain for the past year which she had previously attributed to problems with her bilateral knee implants. The patient reports the feeling of something moving in her hip. On (B)(6) 2012, her gynecologist sent her for a pelvic cat scan which showed fluid on the hip. She was referred to her orthopaedic surgeon for further testing. On (B)(6) 2012, the patient had an MRI test and completed blood work. On (B)(6) 2012 the patient was diagnosed with pseudo tumors and elevated chromium and cobalt levels. The patient has revision surgery scheduled for (B)(6) 2012.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.